Event description:
Alleged the brakes were not holding on the bed.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes were locking properly and could not duplicate brakes not holding on the bed.